Event description:
It was reported that the two lamps in the operating room sometimes bump into each other and into the column, and the paint is peeling off the site of the lamps. During a surgery, the paint detached and hit the surgical wound. It was reported that an injury occurred. However, further details regarding the injury and patient status were not provided with gdpr stated as the reasoning.

Manufacturer narrative:
The affected device was analyzed during an onsite visit and one affected mounting cardanic was available for evaluation at the manufacturer. The affected cardanic is made of steel and prior to powder coating, electrogalvanizing according to iso 2081 is applied as surface pretreatment. During the visual analysis the reported issue could be confirmed, and peeling paint was present on some surfaces. In addition, there are various signs indicating collisions with other equipment. Even though the paint peels were predominantly at collision-relevant points, not every surface exhibiting peeling was showing signs of collision. According to conflicting information received the device are disinfected with either "satiné clean", "brial clean" or "wipe clean chlorine disinfection". All the stated disinfectants have not been tested and approved by dräger for use and may cause damage to the coating. Based on the available information there is no indication of a device malfunction as the root cause of the event. It is likely that the combination of machinal stress due to collisions and chemical stress due to the disinfectants led to partial reduction in the adhesion of the coating. As a result of this partial weakening, the coating can peel off in places or be rubbed off more easily by external manual influence (e.g. Frequent disinfection). New replacement cardanics have been provided to the customer. The IFU identifies suitable disinfectants and disinfection methods which have been tested and approved for the respective paint system of the light and its cardanic system in terms of adhesion and chemical resistance. The coating of the polaris is state of the art and its usability has been demonstrated in accordance with iec 62366. The type of coating is also used commercially for comparable cardanics. The IFU contains the warning that collision of the light bodies or the parts of the arm system with other objects must be avoided. In addition, it stipulates that the light and arm system must be checked before each use to ensure that there is no damage to the system.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Event description:
It was reported that the two lamps in the operating room sometimes bump into each other and into the column, and the paint is peeling off the site of the lamps. During a surgery, the paint detached and hit the surgical wound. It was reported that an injury occurred. However, further details regarding the injury and patient status were not provided with gdpr stated as the reasoning.